Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported by customer that the implant was removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #31 and was used for approximately 10 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that during placement, loss of buccal plate occurred and had to remove implants and place bone graft. The reported complaint could not be verified. Was confirmed, could not be confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.